Event description:
Same event as MFR report #: 2134265-2009-06065 and 2134265-2009-06067. It was reported that during an unspecified procedure, the speed was uncontrolled and the burr fractured the wire. During platforming outside of the body, the speed of the console system could not be dialed down from 220,000 rpms, and the rotalink burr fractured the floppy rotawire guide wire. A new guide wire was then advanced, and the system was reset. A new advancer and burr were then used successfully for completion of three ablation runs. During removal, the rotalink advancer and burr locked up and the burr could not be removed in dynaglide, however, they were able to be removed manually. The procedure was completed with stenting. No patient complications were reported, and patient status was reported as 'fine'.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).